Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their recharger is apparently not working properly. They stated that even though they are getting full coupling bars, the implantable neurostimulator (ins) battery icon on the recharger will blink but never fills. The patient stated that the last night, the ins battery icon was flashing, but never got passed half full. The patient noted that it usually takes them less than an hour to fully recharge their implant, but now they charge for 2 hours and the battery icon never completely fills. The patient thinks something is wrong with the recharger, because it was working and then suddenly stopped working. The patient noted their ins works perfectly fine. The patient mentioned that they want their device to recharge as fast as possible, because it is uncomfortable recharging. It was confirmed that the patient's desktop charger green light came on and the connector pin was not loose or bent. At the time of the report, the patient stated they weren't getting coupling bars. They further explained that this was because they just finished working out and their back was sweaty. The patient stated that they never get coupling bars with a sweaty back, and that they have to be perfectly dry to get coupling. The patient then confirmed the recharger was working at the time of the report, but the ins battery icon was still blinking in the same spot it was yesterday. The patient was to follow up with their healthcare provider to determine why the implant is not charging past 50%. The patient was implanted for cervical/neck and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that while charging the ins, the dial showed full 8 bars but the battery indicator was on half full even after hours of charging. The patient was going to follow-up with manufacturer representative but as they were charging the night before, it slipped off the chair and hit the floor. When they picked it up, the battery indicator showed fully charged. It seemed to be working. Additional information reported that sometimes it jumps to full bars and stays until full. Other times it goes to full bars and then drops to no bars, and sometimes the bars just drop off one at a time until are none.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the recharger never worked, sometimes it went full bars and sometimes he would lose bars in a couple of seconds. The patient noted that other times it wouldn¿t go anywhere and he would only get 2-3 bars. The patient mentioned that even when his wife holds it in place sometimes it works and sometimes it doesn¿t and he believed part of the issue had to do with body temperature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.